Event description:
It was reported that the implantable cardioverter defibrillator exhibited a marker anomaly. Programming changes were performed to resolve the issue. There were no patient consequences.